Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. Review of photographs shows the rim of the liner to be fractured, which most likely occurred during removal as there were no allegations claiming in-vivo fracture. DHR was reviewed and no discrepancies that would attribute to the reported event were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1055 ¿ biolox head ¿ 080530; 650-1068 ¿ biolox taper ¿ 092440; unknown stem ¿ unknown part and lot; unknown cup ¿ unknown part and lot. Report source - (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 7 years post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.